Event description:
It was reported that the customer's insulin pump alarmed motor error during prime several times. It was stated that the device was not exposed to an MRI. Troubleshooting was performed and the insulin pump passed the displacement test. It was stated that the customer changed the reservoir and run the self test and the test passed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. The motor was tested outside the device and passed the motor test.